Manufacturer narrative:
Separation is addressed in the IFU. No product or images were provided to assist in this investigation. Prior similar complaints and risk assessment resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to a revised instructions for use (IFU) issued on (B)(4) 2010. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing, insure material is free from surface defects, bumps, bulges and protruding coils between specified tolerances. Final inspection for ansel flexor check-flo introducer confirms surfaces of sheath and dilators are free of excessive dents, bumps or scratches. In addition, the IFU cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath w/o breakage; however, based on physician's statements of the event, calcified and tortuous pt anatomy may have contributed to the device failure. Although 100% inspected for sheath size and integrity, the sheath separated according to customer's statements of the event. Review of the device history records did not reveal an out of spec condition in mfg. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The occurrence rate since (B)(4) 2010 has been calculated. Insufficient risk to require add'l corrective action at this time.

Event description:
Per complaint form: post intervention sheath removal - sheath began to unwind in mid shaft. Lab was pulling ansel 2 to perform contralateral leg exams / interventions. Sheath lab retained personnel and physician to pull ansel 0 or 1 for contralateral leg exams / interventions and leave the ansel 2 for renal / mesenteric procedures. Physician was able to retrieve sheath fragment from pt. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr. The pt did not experience any adverse effects due to this occurrence.